Event description:
A user facility biomedical technician (biomed) reported that a leak occurred during a patient¿s hemodialysis (hd) treatment. The biomed reported that the leak was coming from the blue hansen connector. The machine being used was reported to be a gambro phoenix. Additional information was obtained through follow up with the biomed. The biomed stated that the leaking began during the priming stage. It was confirmed that the leak was noted by the staff. However, the leak (reported to be just ¿drops¿) was not significant and there were no reported machine alarms. As a result, the staff elected to proceed with the treatment. During the treatment, the leaking continued. Although the dialyzer was leaking during treatment, the biomed stated there was no blood loss. The only fluid that leaked from the device was dialysate. There were no recorded machine alarms or pressure issues. The patient was able to complete treatment with the original dialysis set-up. Gambro bloodlines were being utilized during the treatment and it was confirmed that the machine was a gambro phoenix. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The actual complaint device was discarded. However, a companion sample was reportedly available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the actual complaint device was not returned for manufacturer evaluation. There were two photos provided for review. The first photo shows an up-close view of half of a dialyzer on its side. The second photo shows an up-close view of the port where there appears to be polyurethane (pu) at the port. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. One companion sample from the lot was returned for evaluation and is addressed in MFR report number 1713747-2021-00062. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a leak occurred during a patients hemodialysis (hd) treatment. The biomed reported that the leak was coming from the blue hansen connector. The machine being used was reported to be a gambro phoenix. Additional information was obtained through follow up with the biomed. The biomed stated that the leaking began during the priming stage. It was confirmed that the leak was noted by the staff. However, the leak (reported to be just drops) was not significant and there were no reported machine alarms. As a result, the staff elected to proceed with the treatment. During the treatment, the leaking continued. Although the dialyzer was leaking during treatment, the biomed stated there was no blood loss. The only fluid that leaked from the device was dialysate. There were no recorded machine alarms or pressure issues. The patient was able to complete treatment with the original dialysis set-up. Gambro bloodlines were being utilized during the treatment and it was confirmed that the machine was a gambro phoenix. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The actual complaint device was discarded. However, a companion sample was reportedly available to be returned for evaluation.